Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded by using a new battery cap and a new battery. Unit powered up properly after battery installation. No missing segments/partial display noted when powered on. Unit passed self test, sleep test, rewind test and active current measurement test. Unit was downloaded successfully using thus software. The adapt tool was utilized to search for any alarms that may have occurred in the past or during the complaint call to confirm complaint codes. The adapt tool reveals no relevant alarms recorded in download history files to confirm complaint codes. The power management graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) to be within spec range utilizing the available historical data. Unit was programmed with test transmitter link (guide link). The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Unit tested successfully. No battery related alarms or anomalies noted during testing. Proceed with cutting unit open and perform a visual inspection on connectors and electronic assemblies. All connectors were plugged in properly including internal and external battery connectors. No moisture damage noted on electronic assembly. Unit also received with scratched case, stained keypad overlay, cracked keypad overlay at select button and pillowing keypad overlay. In conclusion, unable to confirm customers allegations. Unit was tested successfully and no unexpected battery related alarms during testing. The power management tool indicated the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification. In addition, unit communicated properly with transmitter, no missing segments/partial display and rewind anomaly noted during testing. Unit functioned properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a lost sensor alarm, no communication with a pump to the transmitter, a charge /battery that lasted less than expected, missing segments/partial display, and a rewind anomaly. The customer reported no adverse events. The event involved product(s) mmt-7811na, mmt-7020la, and mmt-1780kpk. The customer reported a short battery life or a low battery alarm. The customer reported an issue with the pump display. The customer reported a loss of communication between the transmitter and the pump. No harm requiring medical intervention was reported. No product return is required for mmt-7811na. No product return is required for mmt-7020la. No product return is required for mmt-1780kpk.